Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set tubing detachment during sitting event on (B)(6) 2026, which led to elevated blood glucose level. The site of detachment was at quick release. The site of insertion was right abdomen. The infusion set was in use for three days. No further information available.